Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:48:27. During night drain cycle ten, the patient's ultrafiltration reading was 766ml, indicating the home patient (hp) drained 766ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was unexpected high ultrafiltration (uf) for therapy compared to other therapies. Should additional relevant information become available, a follow-up report will be submitted.